Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient underwent a trial procedure where 4 trial leads (from the same lot number) were placed. Following the procedure, the patient experienced a headache and the physician advised the patient to lie down and drink caffeine. The following day, the patient's symptoms worsened and the physician advised the patient to go to the emergency room (ER). The patient went to the ER and a blood patch was performed. Additional information indicated a second blood patch was performed on an unknown date and the patient's symptoms resolved.